Event description:
A report was received that the patient was experiencing pain at the site with associated symptom of numbness. It was determined that the patient¿s ipg was not lying flat and the superior aspect of the ipg seemed to still be sticking out and not parallel to the skin but had improved since the last examination. The physician confirmed that there were no signs of infection but there could just be an underlying edema from the inflammatory process pushing the ipg more superficially. The patient was treated with extra pain medication for the incisional pain and will undergo an ipg revision.